Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. It was reported the patient underwent a catheter revision on (B)(6) 2017. Additional information was received. It was unknown when the patient first started experiencing the catheter issue. It was determined that the catheter was not working properly, since the patient was not getting efficacy. The hcp wanted to revise the catheter. The event was resolved. No further complications were reported or anticipated.